Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the left upper extremity artificial vascular arteriovenous endovascular fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the third inflation at 22-24 atmospheres, the pressure was decreasing and the balloon ruptured. The device was removed and the balloon was found to be broken. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the left upper extremity artificial vascular arteriovenous endovascular fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the third inflation at 22-24 atmospheres, the pressure was decreasing and the balloon ruptured. The device was removed and the balloon was found to be broken. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR. : mustang 7 mm x 4 cm was returned for analysis. Circumferential tear noted in the balloon material at 6 mm distal to the distal edge of the proximal marker band. No other issues noted with this device.